Manufacturer narrative:
A review of the device history record was traceable to the reported serial number indicating that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The review of logfile for the day of treatment showed all laser system functions were within specifications. During start-up of the system, the vacuum, the energy and the ablation tests were performed without any issue. Ablation test was performed successfully without issue but the picture of ablation test showed no complete visible step between the two orientation lines so the ablation test failed. However, the customer confirmed the ablation test and performed several treatments. Energy test was only performed during startup and not as recommended all two hours. No relevant deviation between planned and performed energy was detectable for the reported treatment. Suction ring was docked on the left eye several times because the surgeon aborted the vacuum process two times. During the first vacuum process, the surgeon interrupted the suction process because there was difficulty achieving a valid suction value. On the second attempt, the physician interrupted the vacuum process after a valid suction value. On the third attempt, the surgeon was able to achieve valid suction values but interrupted the treatment after the bed cut by pressing the foot pedal. Logfile showed a message. Therefore, the treatment was cancelled at 80% and the left eye was not treated again. The thickness of the flap was thinner than the recommended flap thickness. The user operated surgery within the recommended energy settings. No technical root cause could be identified. Multiple docking attempts are indication that the patient might have been nervous or the anatomy of the eye did not allow good docking. The root cause for reduced visual acuity and halo could not be determined conclusively. The root cause for incomplete flap is the user stopped the procedure at 80% by cancelling the treatment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.10. According to the treatment report, flap was decentered as was the suction ring. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A representative reported that a gas breakthrough occurred. The surgeon managed to release the pedal and flap was not fully formed. Side cut was not made. Excimer laser part of the procedure was cancelled. The patient's visual acuity is decreased and is experiencing halo effects. There are two related reports for this facility. This report addresses patient (B)(6) and another manufacturer report will be filed for patient (B)(6).